Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by manufacturer: the complaint device was received for product analysis. A visual inspection of the device did not identify any damages or defects. As the rotawire used in the procedure was not returned with the rotapro, a test rotawire was used for analysis. During analysis, the test rotawire was able to be fully inserted and removed from the device with no resistance or issues. A media inspection depicts a portion of outer box packaging to the reported rotablator plus batch, and another non-bsc outer box. No evidence of the reported event was provided.

Event description:
It was reported that the burr and guidewire fracture occurred. The target lesion was located in the anterior descending artery, a 1.50mm rotablator plus and rotawire - ic were selected for use. During the procedure, the rotational atherectomy guidewire was fractured, resulting in the scrapping of the device. The device was removed, and the procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure. It was further reported that the 90% stenosed target lesion was located in a moderately tortuous and moderately calcified artery, and the burr caused the guidewire to fracture. The guidewire fragment was not removed from the body.

Event description:
It was reported that a guidewire fracture occurred. The target lesion was located in the anterior descending artery, a 1.50 mm rotablator plus and rotawire: ic were selected for use. During the procedure, the guidewire was fractured, resulting in the scrapping of the device. The device was removed, and the procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr and guidewire fracture occurred. The target lesion was located in the anterior descending artery, a 1.50mm rotablator plus and rotawire - ic were selected for use. During the procedure, the rotational atherectomy guidewire was fractured, resulting in the scrapping of the device. The device was removed, and the procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure. It was further reported that the 90% stenosed target lesion was located in a moderately tortuous and moderately calcified artery, and the burr caused the guidewire to fracture. The guidewire fragment was not removed from the body.